Event description:
It was observed during the device inspection, the videoscope exhibited white residue inside the auxiliary channel. There were no reports of patient involvement or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed; however, the type of material was unable to be identified. Additionally, no physical damage of the device was confirmed at where the foreign material remained. It is unknown if there was any deviation from the instructions for use reprocessing steps. A definitive root cause of the reported issue could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).". Olympus will continue to monitor the field performance of this device.